Event description:
After an implantation period of approx. 85 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
Lead was capped on (B)(6) 2020. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been analyzed. The available items revealed the presence of noise in the rv channel, which led to multiple shock deliveries. However, there was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 85 months, oversensing with inappropriate therapies was reported.